Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that multiple loss of primes had been emitted by the pump. It was noted that the patient was using cold insulin and over-cycling the cartridge. The patient was advised to fill the cartridge with water for trial purposes and no alarms occurred. The patient indicated that they had lost confidence in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.